Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the pt experienced slow flow. The 90% stenosed de novo target lesion located in the proximal 1st obtuse marginal was 28.0mm long with a 3.50mm reference vessel diameter. The lesion was treated with a 3.50x28 taxus liberte stent. During the procedure, the pt experienced "slow flow". The pt was treated with an unspecified medication. Pt's condition listed as "resolved."

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.